Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection, bleeding, respiratory failure, cardiac arrhythmia, and hypertension could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists infection, bleeding, cardiac arrhythmia, respiratory failure, and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Additionally, care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced hypertension, delirium, agitation, respiratory failure, worsening anemia, and cardiac arrhythmia post lvad implant. The patient had atrial fibrillation with rapid ventricular rate and was treated with amiodarone bolus, metoprolol, and decreased dobutamine. The patient had worsening anemia without signs of overt bleeding but with decreased hemoglobin and hematocrit from baseline. The patient was transfused with 1 unit red blood cells. Post procedure and post extubation the patient required high flow nasal cannula. The patient was started on hydralazine weaning dobutamine. The event was marked as resolved on (B)(6) 2020.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of (heartmate 3/ heartmate ii left ventricular assist system). Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for a uti escherichia coli infection. Macrobid was started on the patient.